Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. (B)(4).

Event description:
It was reported the device and leads were removed secondary to persistent bacteremia infection. No further patient complications have been reported as a result of this event.